Event description:
My baby brother has the dexcom g5 blood glucose monitoring system and the dexcom servers have been shut down completely for 48 hours now, with very little communication from the company. As our brother's guardians we rely on consistent blood sugar readings and without it, my brother's health is in danger. Dexcom markets its products heavily on the basis of reliability but this is completely irresponsible from the company. FDA safety report ID# (B)(4).